Event description:
A physician was inserting a central line. The left chest was prepped. The vein was accessed on first attempt but wire broke (and fully retrieved). The physician said he had no trouble with a rib or clavicle. It was a smooth entry. The dilator catheter was over the wire. When the catheter was in and the physician was pulling out the wire, it wouldn't budge. He tugged a little harder. The physician said it felt tighter than it should have been. There was more resistance than you would expect. He said the oustide part came off and the wire came unraveled. The physician said he has inserted multiple lines and this has never happenend before or since. The packaging was not saved. The physician told staff he wanted the company notified.